Event description:
It was reported that prior to the procedure, foreign material was allegedly found in product. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed bard tri-funnel replacement gastrostomy tube 16f package was returned for evaluation. One electronic photo was provided for review. Gross visual evaluation was performed on the returned device. Hair follicles was noted to be wrapped around the balloon of the feeding tube inside the unsealed device package. Therefore, the investigation is confirmed for the reported contamination issue and the photo review also confirms the same. The root cause was determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023), g3. H11: g1, h6 (conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed bard tri-funnel replacement gastrostomy tube 16f package was returned for evaluation and one electronic photo was provided for review. Gross visual evaluation was performed on the returned device. The investigation is confirmed for the reported hair inside the package issue as hair follicles was noted to be wrapped around the balloon of the feeding tube inside the unsealed device package. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023), g3 h11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that prior to the procedure, foreign material was allegedly found in product. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that prior to the procedure, foreign material was allegedly found in product. There was no patient contact.